Event description:
It was reported that the patient's blood glucose level rose to 28 mmol/l (504 mg/dl) while wearing the pod for an unknown duration. The device was originally reported for pod customer not sure delivering insulin. Investigation of the device found a tear in the exposed portion of the cannula and the tip of the needle to be dull.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Inspection of the cannula subassembly found the tip of the formed needle to be squared-off and dull. This inadequate formed needle tip did not contribute to the reported event. The observed external cannula tear is related to action # 9056196-05/20/2026-002-c.